Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/16/2015 for investigation. Investigation results as follows: visual inspection was performed and the front enclosure was found to be cracked. The reported user advisory (ua) 45 (not at "home" position after power-on/restart) code was observed when the platform was powered on for functional testing, thus confirming the reported complaint. Further inspection identified the cause to be the driveshaft being out of its home position. After re-adjustment of the driveshaft back to its "home" position, the ua 45 was cleared and the platform ran for 15 minutes using a test manikin with no problems encountered. The platform's archive was reviewed and there were no user advisories observed on the reported event date of 01/06/2015. However, there were multiple ua 45 codes between (B)(4) 2014. Based on the investigation, the part identified for replacement was the damaged front enclosure. In summary, the reported complaint of the platform displaying a ua 45 code was confirmed during functional testing as well as platform archive review. The cause was determined to be the driveshaft being out of its "home" position. After re-adjustment of the driveshaft, the device was functionally tested and no further issues were observed. Following service, the device passed all testing criteria.

Event description:
It was reported that the autopulse platform consistently displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. Customer cleared the message by resetting the shaft to the "home" position. However, the ua 45 message reappears when they shake the device. No adverse patient sequelae was reported. No further information was provided.